Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 480mg/dl at the time of incident. The customer¿s wife reported that there is some failure with the pump and husband was hospitalized. He is off the pump and back on needles. He had another condition that brought up his blood glucose. Blood glucose have been over 200mg/dl due to this condition. Sugars were over 300mg/dl and friday went to the emergency room and admitted at 5pm. They took the pump off completely as with pump they could not get it under 300mg/dl. Insulin pump would not release insulin. Saturday they brought it down to 150mg/dl. Customer does not want to troubleshoot on insulin pump. The customer declines pump troubleshooting and wants to see if she can get a replacement. Patient's blood glucose at time of incident was 180mg/dl. Patient's current blood glucose is 173mg/dl. The customer had some nausea. The customer treated it with insulin. The customer was hospitalized from (B)(6) 1pm to (B)(6) 5pm. Blood glucose value when admitted to hospital was below 500mg/dl on (B)(6) and in lows 400mg/dl on (B)(6). The customer also had nausea and abdominal pain. The customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, scratched keypad overlay, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.